Event description:
This report summarizes one malfunction. A review of the event indicated that model ec500f vena cava filter allegedly experienced migration, difficult to remove, malposition of device, detachment of device or device component, positioning issue, and patient device integration problem. This report was received from one source. This event did involve patient with no patient consequences. The patients age was 39 years, female; however, the weight was not provided.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. Medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc, filter tilt, limb detachment, filter migration, retrieval difficulties and positioning issue. The definitive root cause is unknown.the device was labeled for single use. H11: b5, h6 device code + description(4001 - patient device interaction problem, 2907 - detachment of device or device component, positioning issue, 3009 - positioning issue) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: for the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation. Medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc, filter tilt, limb detachment, filter migration, retrieval difficulties and positioning issue. The definitive root cause is unknown.the device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction event. A review of the event indicated that model ec500fvena cava filter allegedly experienced migration, difficult to remove, malposition of device, detachment of device or device component, positioning issue, and patient device integration problem. This report was received from one source. This event did involve patient with no patient consequences. The patients age was 39 years, female,; however, the weight was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4).

Event description:
This report summarizes one malfunction event. A review of the event indicated that model ec500f vena cava filter allegedly that the filter tilted, migrated, and some limbs detached. This report was received from one source. Of the one event, did involved patient with unknown reported patient injury. The patients age was (B)(6), weight was not provided. The patient was female.